Manufacturer narrative:
Per the tandem user guide- make sure to not move further than the length of the usb cable when you are connected to the pump and to a charging source. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty charging the pump with the usb cable after the customer moved farther than the length of the charging cable, while pump was connected to a charging source. Customer's blood glucose level was 168 mg/dl. Reportedly, the customer was able to successfully charge the pump with a new charging cable.